Manufacturer narrative:
(B)(4). Additional information: this report for a system error 2240 (air in set) was not confirmed. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell. The patient was connected. The baxter technical service representative (tsr) explained the alarm and had the patient close all the clamps and cycle the power. A se 2367 occurred. The tsr had the patient cycle the power again to clear the alarm. The tsr advised the patient to discard the supplies and finish with manuals. The tsr reviewed the proper procedures per the user manual with the patient. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient spoke with their nurse about the alarm. The patient did not finish therapy that night but has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Should additional information become available, a follow-up report will be filed.